Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 472 mg/dl after eating a lot to treat their lo blood glucose of 40 mg/dl. The customer initially felt the symptoms of low blood glucose after hiking. The customer sated they had issues with their sensor and the insulin pump went into a threshold suspend. The customer was sent a replacement sensor.